Event description:
It was reported that the customer's sensor was giving readings that were off from her blood glucose levels, causing her insulin pump to threshold suspend. At the time of the report, customer's blood glucose was 123 mg/dl. Customer had received a reading of 51 mg/dl while her blood glucose was 98 mg/dl. Insertion and calibration techniques were discussed. Customer stated the previous sensor was crinkled upon removal. Nothing further reported.

Manufacturer narrative:
Evaluated one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications due to accurate readings. We were unable to confirm blood at site complaint due to customer not returning needle, sensor only. Also found cannula bent. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.